Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at keypad traces. No button error alarms noted. No frozen screens were noted. The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The insulin pump was received with minor scratched display screen.

Event description:
The customer reported a frozen screen as well as a button error alarm on the insulin pump. The customer's blood glucose was 234 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.